Manufacturer narrative:
Qn#: (B)(4). UDI#: (B)(4). No return product evaluation could be completed as the device was not returned for investigation. A DHR review was completed for lot 73h2300549, and no issues or non-conformities were noted with the lot. Case details were reviewed. Customer stated," hub of sheath of the micropuncture broke off while in use''. The reported additional information states that the access site was venous. No calcification or tortuosity of the vessel noted. Body habitus was big. No patient harm noted. Another bigger needle of unknown model was used to complete the procedure. A manufacturing record review was completed for lot 73h2300549 and no related nonconformances were found. A historical review of complaints identified a finding of hub separation failure for which fixture implementation was performed. Lot 73h2300549 predates the implementation date. It could not be determined if this is relevant to this reported customer issue without the device sample returned for evaluation. Based on the information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "hub of sheath of the micro puncture broke off while in use. No harm to the patient." Additional information: the procedure ep venous access on a patient with big body habitus. Access was obtained with non micropuncture needle. There was no tortuosity or calcification. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). UDI# (B)(4).

Event description:
It was reported that: "hub of sheath of the micro puncture broke off while in use. No harm to the patient." Additional information: the procedure ep venous access on a patient with big body habitus. Access was obtained with non micropuncture needle. There was no tortuosity or calcification. The patient was reported as fine post the procedure.